Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. It was reported by the pts attorney that as a result of having the product implanted the pt has experienced pain, suffering, disability, and impairment.

Manufacturer narrative:
(B)(4).